Event description:
Performed the followin results back to back on the same device: 400mg/dl, 130mg/dl. No adverse event reported and no treatment received. No strip info was provided. No qc were used. Requested return of suspect device and replacement was sent.